Manufacturer narrative:
(B)(4). Investigation of the returned device found that the posterior cuff miss occurred during needle deployment as evidenced by untouched posterior cuff tabs and undisturbed posterior needle, indicating no engagement between these 2 components. The needle followers were bent, consistent with mishandling or shipping damage. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the mildly calcified right common femoral artery. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence (reported as late (B)(6) 2010). The device is expected to be returned for evaluation. It has not yet been received.